Event description:
Draeger medical systems, inc has received info from a customer that one of our monitors was found with an over heated internal battery, but did not effect the functionality of the monitor. No pt injury was reported.

Manufacturer narrative:
We have requested the return of the cited monitor and battery for evaluation. Results will be included in a follow up report.